Event description:
The complainant alleged that during the biomeds routine preventative maintenance testing, the unit would not discharge when set and charged to 100 joules. The complainant indicated there was no pt involvement with this reported event.